Event description:
It was reported the during a ptca procedure, the tip of the wire became stuck in the vessel. The pt suffered severe vessel spasm which was controlled with medication. The wire was removed without incident. Pt status is listed as "okay".